Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 7-10 mm acculink carotid stent in the heavily calcified left internal carotid artery. Post procedure, the patient experienced an episode of hypotension. Medication was provided and the hypotension resolved on (B)(6) 2013. The patient hospitalization continued due to the hypotension and the patient was discharged to home on (B)(6) 2013. No additional information was provided.